Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer could not recall some of their blood glucose (bg) values; bg levels that were recalled ranged from 197-209mg/dl. Troubleshooting could not be performed for the past occlusions and the customer declined troubleshooting for the current occlusion alarms. It was reported that the customer uses their cartridge past the recommended use. The customer verified that the occlusion alarms are in correlation to when they use their cartridge past the three day recommended use. The customer would resume insulin delivery after some occlusion alarms and they were to change their cartridge and infusion set to resolve the latest of the occlusion alarms.